Event description:
It was reported that during a device replacement procedure, this right ventricular (rv) lead exhibited a visible outer insulation breach. Technical services (ts) noted this rv lead had a poly outer insulation abrasion and using a lead repair kit would be up to physician discretion. This rv lead was repaired using a lead repair kit during the procedure and placed in the left ventricular (lv) port. A new rv lead was placed in the rv port. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction: coding for f10 and h6.

Event description:
It was reported that during a device replacement procedure, this right ventricular (rv) lead exhibited a visible outer insulation breach. Technical services (ts) noted this rv lead had a poly outer insulation abrasion and using a lead repair kit would be up to physician discretion. This rv lead was repaired using a lead repair kit during the procedure and placed in the left ventricular (lv) port. A new rv lead was placed in the rv port. No additional adverse patient effects were reported.